Event description:
The customer stated that (B)(6) architect hbsag results were generated for two different samples from the same patient. Architect hbsag qualitative ii confirmatory testing was confirmed (B)(6) for one sample and not confirmed for the other. Sample (B)(6) initially tested on (B)(6) 2022 c2 result of 2.16 s/co and neutralization result of 52% (confirmed (B)(6)) sample (B)(6) initially tested on (B)(6) 2022 c2 result of 1.33 s/co and neutralization result of -14% per package insert instructions, this sample was rerun at 1:500 dilution and the (B)(6) result was repeatedly reactive, not confirmed. Since confirmatory testing for the second sample was discrepant to the original sample, sid (B)(6) was retested on (B)(6) 2022 and returned a c2 result of 1.19 s/co and a neutralization result of -7%. Dilution was required but not performed. The customer questioned the change in c2 and neutralization between initial and repeat testing of this sample. The patient does not have any known history, but the customer believes the confirmed (B)(6) result is incorrect and the not confirmed result is the true result. A high sample was run immediately prior to sid (B)(6) on (B)(6) 2022 so the potential of carryover from that sample is being considered as the cause of the (B)(6) confirmed result. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.